Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: openings, yellow particles, crease fold, wear abrasion, non-penetrating nicks. Leak test was performed and found opening on posterior and anterior. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool and crease sharp opening on posterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on anterior side due to surgical damage and a crease sharp opening on posterior due to a fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, d.10, g.1, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.